Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified (usb pin damaged).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen is black except for the top right corner which blocked the graphics and text. Customer's blood glucose was 354 mg/dl. Customer reverted to manual injections for insulin therapy.